Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited implant site infection. The patient was referred to the physician for further assessment. The patient was treated with systemic antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.